Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: investigation ongoing.

Event description:
The following was reported to the hamilton medical ag: summary: high frequency alarms after repositioning the patient. Detailed complaint and failure description: during ventilation with asvi mode, the patient was turned on his side. During that very much high frequentie alarms occurred. This could not be solved and the nurse switched to pressure control mode. After normalizing, switched back again to asvi mode.

Manufacturer narrative:
Hamilton medical ag`s conclusion for this event: hamilton medical ag considered this cer (B)(4) risk ID i19 with severity 3 as a reportable event. The most probable root cause may be related to the parameter settings of ventilator hamilton-c6 use at the time of the event. The adaptive support ventilation (asv) ventilation mode use was unable to recognize the auto-triggering of the patient. Investigation on the log file found the setting of the device was the %minvol and peep was set to manual with a setting of 100% minvol. This is inappropriate in a patient with a high need for ventilation. The result in high-rate alarms is the consequence of the settings. Has been confirmed during the analysis of the log file, that adaptive support ventilation (asv) was used for the treatment of the patient in the previous four days for the treatment with no technical fault. The inappropriate setting of the hamilton-c6 during treatment most probably triggered the events of high frequency. It has been confirmed at the time of the event the nurse switched the ventilation to pressure control mode to normalize the clinical condition of the patient and later the nurse switched again to adaptive support ventilation (asv) with no significant change in rate or volume visible. After 10 minutes the hamilton-c6 was switched to standby. At the time of the report, it was confirmed that the patient was disconnected, and the device was quarantined for an investigation. The device was serviced and returned to use. The issue is not likely to be serious to public health but has the potential to cause serious injury or death if it were to recur during the use with a patient. Therefore, the event has been deemed to be a reportable event. With this investigation, it is confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not in use with a patient. No patient harm or involvement has been confirmed. No further investigation or correction will be performed except those mentioned above. Hamilton medical ag demonstrates "good faith" in any failed attempts to obtain required data and "good effort faith" to obtain additional information including a request by e-mail to request information for the reportable event.

Event description:
The following was reported to the hamilton medical ag: summary: high frequency alarms after repositioning the patient. Detailed complaint and failure description: during ventilation with asvi mode, the patient was turned on his side. During that very much high frequency alarms occurred. This could not be solved and the nurse switched to pressure control mode. After normalizing, switched back again to asvi mode.